Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy, both slides of the device allegedly were unable to prime. There was no reported patient injury.

Event description:
It was reported that during an ultrasound-guided breast biopsy, both slides of the device allegedly were unable to prime. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The investigation in confirmed for the alleged cannula priming issues, as an x-ray showed poor cannula tang engagement. The investigation is inconclusive for the alleged stylet priming issues, as an x-ray showed sufficient stylet tang engagement, however, the device experienced sampling issues before functional testing could be completed. Upon disassembly coagulated blood was noted on the stylet, which would fire the cannula prematurely during sampling. As no sampling issue was reported, the identified issue will be considered incidental. Additionally, a white fiber was found between the inner and outer housing of the needle; therefore, the investigation is confirmed for foreign material. It is possible that the poor cannula tang engagement and the foreign material contributed to the reported priming issues; however, the definitive root cause is unknown. The definitive root cause for the identified foreign material could not be determined based upon the information available, it is unknown if device handling after the seal was opened contributed to the observed foreign material. It should be noted that per specification, all maxcore devices are 100% inspected for any foreign matter or defects during packaging. Therefore, it is unlikely that the root cause is manufacturing related. However, based on the available information, a definitive root cause for the reported and identified issues could not be determined. Labeling review: the current labeling states: how supplied: the product is supplied sterile and non-pyrogenic unless the package has been opened or damaged. Sterilized using ethylene oxide. For single use only. Do not reuse. Do not resterilize. [Directions for use]. Instrument preparation: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Using aseptic technique, remove the instrument from its package. Energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Pull back on the bottom slide to withdraw the stylet and lock in place. Remove the protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. Biopsy procedure while maintaining instrument's position and needle orientation, depress the rear actuator button, or push the side acutoator forward (direction of arrow), to cause both stylet and cannula to automatically advance. In additional biopsies are required, withdraw the stylet by rotating the end of the instrument an additional one-half turn and repeat the procedure (above 3-5). [Precautions] this product is a medical device for qualified physicians, and should not be used for any other purpose. This product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to specific organ being biopsied. This product is sterile and disposable when packaged. Do not use the product if the package is opened or the validity date has expired. Do not resterilize. This product is for single patient use only. Do not place fingers in front of cocking slides once instrument is energized (cocked). Impeding cocking sildes' movement will impact functionality. Malfunctions and adverse events: adverse events: hematoma, hemorrhage, infection, pain, perforation, pneumothorax, adjacent tissue injury, air embolism,